Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was a report of cosmetic damage and excessive no delivery on the insulin pump. The customer's most recent blood glucose was unknown. The customer stated that there was an unexpected restart error alarm several months ago. The mother stated that there is a crack on the battery compartment. The customer fell from his waist. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.